Event description:
The customer reported that they were experiencing alarm issues with their bed to bed overview.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA procode updated based on information known at this time. Catalog item ID is unknown and unable to acquire at time of initial report activities.

Event description:
The customer reported that they were experiencing alarm issues with their bed to bed overview. The device was in use at time of event, there was no adverse event reported.